Event description:
Healthcare professional additionally reported "crease fold failure".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles, fold creases, wear abrasion, and a linear opening. A leak test was performed which found one opening. A microscopic analysis identified a smooth linear opening on the posterior side in the same location of crease assessed as fold flaw opening. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a smooth crease opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.